Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a red rash all over back and chest. There are no actual bumps, but the skin is red and patches. There is no puss, bleeding nor has any fluid oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use for the skin irritation. Follow up indicated that the skin irritation improved.